Event description:
Reporter alleged that the customer was using the multiclix lancet device only on her right hand and soon after, she started to have pain. Reporter stated that some time after that, the right hand started to swell and they sought medical treatment. Reporter stated the customer was put on a high potent antibiotic to treat her for either blood poisoning or an infection thought to be caused by the lancet needle in the device. No other action or treatment resulted. A request was made for the return of the suspect device.